Manufacturer narrative:
Field service engineer troubleshot the problem per service manual and replaced the longitude head and sensor and the dual mode switch. The table performance was tested and verified per the maintenance section of hut service manual 404954. The operational tests passed. Unit returned to full service by the customer.

Event description:
On 5/04: customer reports the table would not move at all. Customer would not provide patient information other than to state no reported injury.